Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6)2024 the patient had an international normalized ratio (inr) of 4.7 and warfarin was temporarily withheld for 2 days. The patient's family neglected to resume warfarin therapy, and the patient only received aspirin. Despite repeated counseling about medication adherence and fluid intake, noncompliance persisted. On (B)(6)2024 the patient presented with complaints of low flow (l.2 lpm) and suction events. The patient was urgently transported to the emergency department, where an echocardiography revealed a suspected thrombus at the inflow cannula. No thrombi were identified in other cardiac chambers. The patient had an inr of 1.47, a lactate dehydrogenase (ldh) of 315 units per liter and free hemoglobin of 0.1 grams per liter. A transesophageal echocardiogram (tee) confirmed the presence of thrombus obstructing the inflow cannula. During the tee procedure the patient developed ventricular tachycardia and ventricular fibrillation, accompanied by severe hypotension. A "code blue" was activated, and cardiopulmonary resuscitation was initiated. Within 30 minutes a veno arterial peripheral extracorporeal membrane oxygenation (ECMO) was implanted. Given the thrombotic complication, on (B)(6)2024, the left ventricular assist device (lvad) was replaced and a temporary right vad was implanted.

Manufacturer narrative:
H6: codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that 14 days post pump exchange the patient was hemodynamically stable. The patient was still on temporary right vad and undergoing weaning test. The patient had minimal tonic support and was on tracheostomy, breathing spontaneously.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the thrombus in the inflow cannula was confirmed through the evaluation of the submitted images. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the sudden decrease in flow which was confirmed through the evaluation of the submitted log files. Additionally, review of the submitted log files revealed events consistent with a material, such as a thrombus, passing through the pump; however, the thrombus passing through the pump could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Given the thrombotic complication, the patient¿s left ventricular assist device (lvad) was replaced, and the patient was also implanted with a temporary right ventricular assist device. The account submitted three images and a tee video for review. The submitted images captured the pump removed from the patient¿s chest. The inflow cannula of the device appeared fully occluded with dark red deposition. Due to image quality, the lvad, the reported thrombus could not be visualized via the submitted video. The submitted controller event log file contained events from 22dec2024 and captured a continuous low flow hazard alarm throughout the file. The controller event log file captured no other notable events or alarms. The lvad event log file captured a rapid decrease in pump flow on 21dec2024, with flow decreasing to 0.0. Liters per minute. The file also captured a brief elevation in rotor noise values that were associated with rotor noise faults. The events captured in the submitted log files appeared to be consistent with a material, such as a thrombus, being ingested into the pump. No other notable events were captured. It was communicated that the heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists adverse events, including pump thrombosis, cardiac arrhythmia, and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also addresses pump parameters, including pump flow. The IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient conditions can result in low flow. The IFU instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, the IFU warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. The IFU also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This document also lists arrhythmia as a potential late postimplant complication. The patient handbook and IFU provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.